Manufacturer narrative:
(B)(4). Investigation summary: one cormark marker was placed at the time of the initial biopsy with no known problems. The procedure was completed with no known pt hypersensitivity or immune response at that time. A foreign material presented in the body has the potential to create an immune response. The feedback rate of reported potential hypersensitivity or foreign body reaction for the product family is (B)(4). The company medical director was consulted on this incident. His preliminary assessment was that this reaction was not likely a hypersensitivity reaction, but could be a form of a foreign body granulomatous reaction. No product investigation is necessary for this failure mode. The failure mode will be monitored in both the complaint system and MDR metrics. Info on pt f/u care is unk at this time; however, due to the potential for subsequent procedure or other treatment intervention, we are submitting this medwatch report.

Event description:
The sales rep reports that the doctor recently seen a pt in his office that had a biopsy from the radiologist in 2013. The pt had skin irritation on her breast and told the doctor that she began to itch and had redness two weeks after the biopsy and has been dealing with it ever since.